Event description:
It was reported the catheter was placed in a pt undergoing total knee replacement. The placement of the epidural was without incident. When the clinician opened the knee, he found an infection and the decision was made not to replace the knee until the source of infection was identified. While the pt was in recovery, he was placed on his side in order to remove the epidural. Resistance was encountered and as the catheter did not appear to stretch, it snapped. A CT-scan identified a retained piece in the epidural space. The catheter will not be removed at this time, however, it will most likely be removed when the infection is cured and the knee replacement is completed. There were no pt complications reported. We are not expecting the product to be returned. Follow-up report will be filed if more info becomes available.